Event description:
Additional information: the patient was pre-syncopal upon admission.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation as no images were provided for analysis; however, review of the submitted log files confirmed the reported event of low flow alarms. Although a specific cause for these alarms could not be conclusively determined, the account indicated that pump flow improved following removal of biodebris existing between the outflow graft and bend relief. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event of presyncope could not be conclusively established through this evaluation. The controller event log files contained events from 13feb2023 and 14feb2023. Multiple low flow hazard alarms were observed. The controller periodic log files captured data from (B)(6) 2023. A slight decrease in flow over time was observed throughout the periodic files. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient condition can result in low flow section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms. The log files confirmed multiple low flow alarms on (B)(6) 2023. A computed tomography was performed and found that the outflow graft was occluded/stenosis. It was found to be 6 centimeters from the takeoff of the outflow cannula. The rest of the outflow graft was unremarkable, and no kinking was seen. The patient would have an outflow graft exchange or a pump exchange. The patient was taken to the operating room, and it was confirmed the patient had an extrinsic outflow graft obstruction. Seroma bio-debris was removed with a suction catheter and pieces of bio-debris that were stuck to the outflow graft were removed as well. The flow increased to 4.6 liters per minute (lpm) from a previous 1.6 lpm.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.